Event description:
New information received states the patient received a patient notifier due to oversensing noise. High, out of range, high voltage lead impedance was observed. Noise was not reproducible. The patient condition is stable.

Event description:
It was reported that stored episodes of vf due to noise was observed. The noise could not be reproduced. It was not known if the noise was due to emi. Programming changes were made. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.